Manufacturer narrative:
Event date is date journal was available online. Journal article: comparing stent thrombosis associated with zotarolimus eluting stents versus everolimus eluting stents at 1 year follow up: a systematic review and meta-analysis of 6 randomized controlled trials literature reference: bundhun et al. Bmc cardiovascular disorders (2017) 17:84 doi 10.1186/s12872-017-0515-4. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that 10,512 patients were included in analysis. Electronic database were searched for studies comparing zotarolimus eluting stents (zes) versus everolimus eluting stents (ees) regarding stent thrombosis. Adverse events noted during review included cardiac death, target lesion and vessel revascularization, target lesion failure, mi, cerebrovascular accident / stroke, and stent thrombosis.